Event description:
The following information was reported: balloon ruptured during pullback. Manual pressure applied for 15 minutes. The patient was not hospitalized. Procedure type: diagnostic coronary; stick location: medium; sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1422402) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4).